Event description:
It was reported that the patient underwent a revision procedure wherein the paddle spinal cord stimulation (scs) lead was repositioned due to having intercostal pain from a paddle lead being too lateral. The patient was doing well postoperatively.